Event description:
The customer reported to olympus that the gastrointestinal videoscope had a cut at switch button 2 and it was no longer water tight. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During examination of the device, the reported issue was confirmed: switch button 2 was cut. Due to cut, watertightness is lost. Visual examination showed the following additional issues: the bending section cover adhesive was chipped and cracked; switch button 4 was scratched; the adhesive around the objective lens had a white cloudy area; the adhesive around the light guide lens had a white cloudy area; and the connector cover showed a burn. Functional testing of the device found the bending angle for the up direction did not meet with specifications and the up/down directional knob had excess play. These issues were both caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. Olympus will continue to monitor field performance for this device.